Event description:
It was reported that the system 5 sagittal saw disassembled during a procedure. This caused a thirty minute delay. The case was completed successfully using a backup device. It is unknown if additional anesthesia was used. Additional information has been requested from the user facility.

Event description:
It was reported that the system 5 sagittal saw disassembled during a procedure. This caused a thirty minute delay. The case was completed successfully using a backup device. It is unknown if additional anesthesia was used. Additional information has been requested from the user facility.

Manufacturer narrative:
Device not returned to manufacturer for investigation. The device has not been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
During the device evaluation, it was determined that the sagittal head fell off of the saw. This is not considered a safety risk. There were no allegations that the sagittal head fell into a surgical site. The sagittal head is highly visible and if it had contacted a surgical site it could be easily removed.